Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an initial implant procedure the physician had difficulty locating a right ventricular (rv) lead position with suitable thresholds. The lead was also exhibiting high impedance levels, and low r-waves. After several attempts to place the lead the physician was concerned they may have over-exercised the lead helix and it was decided to try a different lead. The new lead was placed without further issue. No patient complications have been reported as a result of this event. It was noted the patient has sarcoid, which the physician feels could contribute to the difficulty in finding a suitable location for lead placement.